Event description:
It was reported when the device was used during a lung resection procedure, it did not staple. Another device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.